Manufacturer narrative:
The lead was returned with no reported complaint. As received, a complete lead was returned in one piece. Visual examination of the lead found an external abrasion breaching the outer insulation and exposing the outer coil located at 2.3 cm to 3.0 cm, 3.3 cm to 3.7 cm, 21.5 cm, 24.7 cm, 24.9 cm, 27.7 cm to 29.1 cm and 29.9 cm from the connector pin consistent with procedural damage. Another external abrasion was found that breached the outer insulation consistent with friction to the device can and exposed the outer coil located 9.2 cm to 10.7 cm from the connector pin distal to the suture sleeve tie down impression consistent with friction to another device or feature of the patient anatomy.

Event description:
This report is to advise of an event observed during analysis.